Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient's parent reported that the pediatric patient experienced bleeding that led to sensor failure. The episode occurred the day the sensor had been inserted in the arm. Earlier that morning when the patient was preparing for school, the bleeding would not stop. Due to the bleeding, the sensor failed, and the patient did not have any other way to detect how much the readings were. The parent took the patient to the hospital because she was hyperglycemic, vomiting, and extremely sick. At the hospital, the patient was given nausea medication, insulin, and a couple bags of IV fluids. The patient rested for the duration of the 6-8 hour hospital stays and was discharged later once stable. At the time of the report, the patient was feeling better. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and supplemental 01 MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the parent that the pediatric patient experienced bleeding that lead to sensor failure. The episode occurred the day the sensor had been inserted in the arm. According to the report, when preparing for school, the bleeding wouldn't stop. Due to the bleeding, the sensor failed and the patient didn't have any other way to detect how much the readings were. The parent took the patient to the hospital because she was hyperglycemic, vomiting, and very sick. At the hospital, the patient was given nausea medication, insulin, and a couple bags of IV fluids. The patient rested for the duration of the 6-8 hour hospital stay and was discharged. At the time of the report, the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional patient or event information is available.